Event description:
New information received notes the pacemaker was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Event description:
It was reported a patient's pacemaker presented with no pacing during a capture test. No changes were reported. The patient was stable.